Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging, the 2.5x38mm xience xpedition stent delivery system (sds) box was opened and a packaged 2.5x33mm xience prime sds was found. The device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The labeling issue was confirmed. A review of the lot history record (lhr) identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The lhr for the xience xpedition lot noted that the lot was manufactured and packaged in (B)(4) on 04/01/2015, whereas the xience prime lot was manufactured and packaged in (B)(4) on 04/16/2013. Therefore, this information indicates that the 2 units involved in this complaint never came into contact with one another during production or relabeling. Both lots were sent to the account. Thus, in review of the noted information, this suggests that a potential mix-up occurred at the hospital. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.